Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (2000 mcg/ml at 399.67474 mcg/day) and bupivacaine (20 mg/ml at 3.99675 mg/day) via an implanted pump. On (B)(6) 2020 the patient reported intense pump pocket pain. Icing and using topicals over the area of pain were discussed. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was pump pocket pain. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was noted to be pump pocket. Additional information was received from the hcp on 24-jul-2020 at which time it was reported that the patient was still having pain at the pump pocket as of (B)(6) 2020 and sitting on this region was causing a pressure ulcer. Interventions had included using a different cushion and icing. Keeping it covered was discussed. The patient had a new cushion; was using aquaphor; and it was covered. A pump pocket nerve block was ordered for (B)(6) 2020. Additional information was received from the patient and the hcp via a company representative who reported that the patient was taken to surgery on (B)(6) 2020 at which time the pump was replaced and repositioned because the pump was eroding through the skin. A new pump and pump segment of catheter were implanted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. At time of explant, the pump was delivering fentanyl (2,000 mcg/ml at 500.1 mcg/day), bupivacaine (20.0 mg/ml at 5.001 mg/day), and morphine (2.0 mg/ml at 0.5001 mg/day). No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the pump revealed a failed lab dispense test that was above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. H6 update: the previously applied device code c76126 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.